Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, an evaluation could not be completed, and the cause of the reported event could not be determined. The lumiflex balloon dilation catheter IFU states, "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify your local steris product specialist and your distributor for return authorization. Do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. Removal of the rubber valve covering the working channel may facilitate the insertion of larger balloon sizes (such as 15mm or larger). Warning: never use air or a gas medium to inflate the balloon. To prevent balloon burst, do not exceed the inflation pressure given for largest diameter on the package label. Warning: the balloon must be thoroughly deflated, and all fluid removed prior to withdrawal. Note: for improved withdrawal, straighten the distal end of the endoscope as much as possible. Any excess bend in the working channel with increase the force needed to withdraw the catheter through the endoscope. Note: if excessive resistance is felt, remove the endoscope and balloon catheter together as a complete unit to prevent damaged to body tissue, the catheter or the endoscope. The 3-stage balloon dilatation catheter is an over-the-wire, stainless wire-guided catheter. The device is comprised a balloon component, radiopaque markers, tubing and hub. The balloon component is made from nylon and is a progressive stage balloon capable of 3 distinct and progressively larger diameters via controlled radial expansion. The radiopaque markers are made from tantalum, which helps confirm position under x-ray use. The dual lumen tubing is made from pebax. The maximum diameter of the guide wire is 0.035in (0.89 mm). For balloons that include a 0.035" stainless steel wire, a guidewire locking device to fix the guide wire is supplied. Note: the rx balloon dilatation catheter offers an option to front load the guidewire. It helps to put the physician in control of the guidewire. The radiopaque marker would be helpful to fix position under the x-ray." Steris offered in-service training on the proper use and operation of the lumiflex balloon dilation catheter; however, the user facility declined. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure their lumiflex balloon dilation catheter was deflated. The procedure was completed successfully following a short delay after user facility personnel removed the scope and balloon together and cut the catheter to allow it to be fully extracted from the working channel. No report of injury.